Event description:
Patient underwent gastric band placement in mexico 6 years ago. Began experiencing nausea and vomiting so underwent port revision for flipping port approximately 4 years ago. Pt was unfilled at that time. Initially had some benefit, but nausea and vomiting reoccurred. Pt had severe nocturnal reflux where pt would awaken covered in emesis approximately 3x month and multiple episodes of vomiting in bathroom at night. Chronic sore throat from gerds.